Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the trial components broke while trying to remove them from the humerus. The distal pilot was stuck. All parts were removed.